Manufacturer narrative:
The product is available but has not been received as of the initial report (which has been indicated as "other"). Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
Information received from (B)(6) quality affiliate states an eye care professional (ecp) reported a pt experienced a right eye (od) corneal opacity after 3 days of use. The pt is a first time user of acuvue oasys contact lenses. The pt stated she developed an od minor corneal opacity (left corner) on the third day of use. The pt also reported experiencing severe pain, redness, and watering od. She consulted her doctor who suggested she stop wearing contact lenses for a minimum of two months and prescribed onimox gtt, eight times per day, dolopar tablet bid, and lvcovar tablet qd. The pt stated that she is feeling better now. There has been no change in her vision and no scarring of her cornea. Information received suggested potential serious injury. Due to the aggressiveness of the treatment, this event is being reported as worst case.